Event description:
Customer's father reported via phone call that customer experienced excessive air bubbles in infusion sets and reservoir even after frequent changes. Customer's blood glucose was 400 mg/dl which was treated with manual injection. Caller was advised to have customer call when available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.